Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2019-14009. It was reported during a trial clinical study patient experienced clear fluid drainage at the surgical site. As a result, patient experienced headache and it was determined patient had a csf leak. No intervention steps were taken, patient¿s issue resolved on its own.